Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer's blood glucose level at the time of incident was 461mg/dl. The customer's most current level was 412mg/dl. The customer states they had not treated for the highs yet. The customer declined to troubleshoot the device. The customer was advised to conduct bolus if they feel they needed to. The customer was advised to monitor the device and call back if issues persist.